Event description:
It was reported that the insulin pump alarmed battery out limit. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 144 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm s noted during our testing. The insulin pump was received with normal operating currents, no unexpected battery out limit alarm during and no unexpected numbers scrolling during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, reservoir tube window scratched and cracked battery tube threads.